Manufacturer narrative:
The returned sensors were evaluated. Visual inspection confirmed there was no physical damage. During evaluation the units failed continuity testing due to an open circuits across the electrodes and between the electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported that the device couldn't detect proper psi. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensors were evaluated. Visual inspection confirmed there was no physical damage. During evaluation the units failed continuity testing due to an open circuits across the electrodes and between the electrodes and the connector. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use. (B)(6).

Event description:
The customer reported that the device couldn't detect proper psi. No consequences or impact to patient were reported.